Manufacturer narrative:
The initial reported event was received on 2017-02-17. Of note, the reportable malfunction and serious injury is normally submitted via a bimonthly medwatch report submission that should have been submitted on 2017-04-10. Information was subsequently received on 2017-03-24 and revealed that the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was undersensing which resulted in r on t pacing. The patient went into ventricular fibrillation (vf) and ultimately died. The status of the epg is unknown.